Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted. Full lead returned and analyzed. The helix would not extend due to the distorted distal coil in the connector. This is caused from over-turning (the coil not fractured, just distorted) and tip seal observation, distal conductor blood/body fluid (not obstructed), blood in/on helix/lobe mechanism (sleeve head).

Event description:
It was reported that during the implant procedure, after repositioning the lead several times, the impedance was high. It was also reported there was difficulty extending the helix. The lead was not implanted and was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.